Event description:
Medtronic received information that this mechanical valve was abandoned after implant as one of the leaflets was not moving. The valve was replaced with another mechanical valve. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection revealed no damage or anomalies of the leaflets or orifice. The valve met all requirements during functional testing for leaflet motion and met the dimensional specifications for the carbon components. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).